Event description:
In 2001, the user facility informed the distributor's sales rep of the following: during insertion of guidewire, physician noticed the wire had frayed. The physician immediately removed the guidewire and made sure nothing had come loose in pt. Another introducer and guidewire were used and the procedure was completed.